Event description:
A patient's device was having telemetry issues, in which a power on reset condition occurred. No further details in regards to the issue were reported, including the patient's status/outcome. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).